Event description:
Medtronic received information regarding a marathon catheter that broke during an onyx procedure. The patient was undergoing a transarterial embolization procedure to treat a dural arteriovenous fistula (avf). Vessel tortuosity was moderate. It was reported that devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). After onyx embolization of the avf, retrieval of the system catheter was attempted and resistance was felt. It was then confirmed that part of the that part of the marathon catheter was visible from the tip of the middle catheter; the distal marathon shaft had broken. It was noted that the onyx injection interval was 30-120 seconds. There was more than 1cm of onyx reflux. The broken segment of the catheter was removed with a snare. No additional surgery was required or other intervention was required. There was no damage to the patient's health; a contrast study confirmed there was no bleeding associated with the event. The reported information indicated that the catheter separation was due to adhesion to the onyx.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a section e: initial reporter/hcp identifying information was not reported due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter and a 1ml syringe were returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: liquid embolic (onyx) residue was found within the marathon catheter hub. The marathon catheter body was found separated at ~147.0cm from the proximal end of the catheter hub; ~30.0cm from the catheter distal end. The tubing material at the separated location exhibited plastic deformation (necking, jagged edges). No damages were found with the marathon catheter distal tip. Compared to the product drawing, all segments of the marathon catheter were returned. In addition, the marathon catheter body appears to have been stretched/elongated for ~6.0cm. No damages were found with the 1ml syringe. There was ~0.2ml of liquid embolic (onyx) remaining within the syringe barrel. ¿ testing/analysis: the marathon catheter proximal segment usable length was measured to be ~141.0cm. The combined useable lengths of the returned marathon catheter segments were measured to be ~171.0cm. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed. Possible causes can include vasospasm, patient vessel tortuosity, reflux (i.e. Onyx, embolic material), prolonged injection time, adhesive properties of embolic materials, and angioarchitecture. Regarding the customer¿s ¿catheter separation due to onyx entrapment¿ report, the issue was confirmed. Separation of a catheter can be caused by excessive force/traction required to remove the catheter. This can occur after embolization with embolic agent, due to excessive reflux of embolic agent and/or vasospasm. As the returned marathon catheter exhibited plastic deformation, it is likely that the catheter separated due to tensile failure. It is likely that the ¿more than 1cm of onyx reflux¿ contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.